Event description:
It was reported, that the patient came into the emergency department, due to pacemaker syndrome. With shortness of breath and not feeling well. The pacemaker was in backup vvi mode. The pacemaker was successfully restored to its nominal settings, but was then explanted and replaced, when the backup mode reoccurred and could not be restored. There were no adverse health consequences. The patient was stable.

Manufacturer narrative:
The reported event of device in backup mode was confirmed. The device was received with no output and no telemetry communication. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported events. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.